Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
End user reported they are experiencing issues with the adhesive sticking to the inserter during application of the listed device. User is unable to confirm that the cannula remains in his skin as the adhesive pulls back a little during application. It is realized to not be in the proper location once blood glucose becomes elevated. User reported to typically have a blood glucose level of 140 mg/dl , but following this event blood glucose level elevated to over 200 mg/dl. No adverse health outcome resulted from this event.